Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that in preparation for a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. The lesion was located in an unspecified artery. As the physician was preparing a taxus liberte 2.50x12.0mm drug eluting stent, he noticed the struts at the distal end of the stent were bent. The entire stent delivery system (sds) was disposed prior to any attempt to implant the stent. Another of the same device was successfully implanted and there were no patient complications. This product is only ous approved, but it is similar to a marketed us device.